Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab (fa) evaluated the user interface module (uim) by performing power cycle startup, physical/visual inspection and control board thermal stress testing. The touchscreen display calibration was performed and passed. Voltage testing found the bt1 battery out of specification. The fa lab was not able to duplicate the reported event and identify a component failure therefore no root cause could be determined.

Manufacturer narrative:
(B)(4). The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has received the suspect uim and the evaluation is anticipated but not yet begun.

Event description:
The customer reported that while in use with a patient, the screen on this avea ventilator was unresponsive to touch commands. The customer stated no patient harm was associated with this event.